Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, device appears to be functionally normal. (B)(4).

Event description:
It was reported that there was noise present and the device implemented the noise reversion algorithm. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was noise present and the device implemented the noise reversion algorithm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.